Event description:
After the placement of 3 (2 taxus and 1 bare metal) stents in the proximal, mid and distal thirds of the left anterior descending artery (lad). An intravascular ultrasound (ivus) catheter was used to confirm the placement of these stents and the placement was found to be appropriate. The physician experienced difficulties upon the removal of the ivus catheter. Intracoronary nitroglycerin was administered and a 0.014 wire and a 1.5 mm maverick balloon were introduced parallel to the ivus catheter in an attempt to release and remove it. After several tries, the ivus transducer sheath fractured and separated, and a part of it remained in the artery. Due to the high surgical risk the pt was treated with anticoagulants. The pt was reported to be in stable condition without ischemia. Three days after this initial procedure, while still hospitalized, the pt suffered occlusion of the artery. The whole artery was covered with nine bare stents, which tucked the separated sheath against the artery wall. Four days after the implant of the nine stents, the pt had another occlusion, and the stents were dilated with balloon. The pt is asymptomatic and receiving plavix.